Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had the same thing wednesday') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal distension ("bloating"), procedural pain ("post procedural pain") and cough ("coughing hurts so bad") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, procedural pain, cough and weight increased outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension, cough, medical device removal, procedural pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal, cough, bloating. Weight gain, post-procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had the same thing wednesday') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal distension ("bloating"), procedural pain ("post procedural pain") and cough ("coughing hurts so bad") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, procedural pain, cough and weight increased outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension, cough, medical device removal, procedural pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal, cough, bloating. Weight gain, post-procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: the case (B)(4) (MFR# 2951250-2020-05121) was identified as a follow up of this case. Therefore, the case (B)(4) was deleted from argus database. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had the same thing wednesday') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced abdominal distension ("bloating"), procedural pain ("post procedural pain") and cough ("coughing hurts so bad") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, procedural pain, cough and weight increased outcome was unknown and the abdominal distension had resolved. The reporter considered abdominal distension, cough, medical device removal, procedural pain and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- medical device removal, cough, bloating. Weight gain, post-procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.